Event description:
Patient went for ultrasound of his heart today. Complained of chest bothering him during the procedure. Told the tech and then told his wife upon his return back to his room. Per wife, it looks like two big blisters on his chest and that the skin is pushed to the side; open wound. States that when he told the tech it was sharp, she said that other patients have complained of the same.